Event description:
The customer reported an issue with the insulin gauge as it displayed an amount different from what was expected, specifically showing 12 units instead of the 120 units expected. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with reloading the same cartridge, and the caller opted to monitor the situation and follow up if necessary.